Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) did not help and there was pressure in the patient's back. It was noted that the device had been causing a lot of problems.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient felt a pulling coming from the battery. The patient had stimulation off for a day and could still feel stimulation. It was reported that the patient could turn stimulation off but still feel the pulling. After a certain length of time most of the feeling went away. It was noted that the patient could not recall any accidents or trauma at the time and that after their car accident they noticed no change in therapy at that time. It was reported that the patient was in the hospital last week for surgery and had the leads and battery moved. The patient had 2 surgeries in less than 3 days to move their device. It was reported that the patient still felt the same sensation but in different areas where they moved the device. The patient never had these problems before the implant. It was reported that the patient was still sore at their surgical sites. The patient was redirected to their health care provider (hcp).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 97791, lot# n375354, implanted: (B)(6) 2013, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was initially reported that the patient was ¿going through programs¿ with the device. It was noted that since implant, the patient had ¿never felt stimulation in her back.¿ it was reported that the patient was getting a little relief and was able to stand up straight. The patient wanted to talk to a manufacturer representative to see if there were any other programs she could try. It was noted that the trial was ¿perfect¿ and was ¿the best feeling she had felt in 10 years.¿ it was reported that the patient¿s doctor said that the device was for her legs and not her back. Prior information received reported that the patient was still having problems with the system. It was noted that one of the patient¿s doctors wanted to remove it, but a different doctor wanted to work with the device. The patient was working with her doctors to resolve. It was then reported that the patient was in a car wreck just about a month ago. It was reported that the patient¿s device never worked properly since implant. The patient was told that they would be putting in another lead and the patient was uncertain why. Compatibility guidelines for MRI and x-ray, an x-ray of the neck not related to the device, were requested. It was indicated that the patient had ms and that was the reason for the MRI. The patient never had therapeutic effect. The patient was directed to contact her doctor.